Event description:
Implantable cath erosion. Pt presented to interventional radiology for scheduled biliary catheter change. Upon removal it was noted that both catheters were broken/eroded. Device failed (e.g. Broke, couldn't get it to work or stopped working).